Event description:
It was reported that this right atrial (ra) lead caused the patient to experience shortness of breath (sob) as the lead showed intermittent capture. The lead was suspected to be dislodged. A revision was performed to reposition the lead. However, when the physician tried to reposition the lead, it would not stay in place. The physician opted to explant the lead. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead caused the patient to experience shortness of breath (sob) as the lead showed intermittent capture. The lead was suspected to be dislodged. A revision was performed to reposition the lead. However, when the physician tried to reposition the lead, it would not stay in place. The physician opted to explant the lead. The lead was explanted. No additional adverse patient effects were reported.